Manufacturer narrative:
The device was not returned for evaluation. The lot # is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: " ¿once the pads are primed, assure the flow rate ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample discarded.

Event description:
It was reported that the pads were giving low flow. Therapy was stopped in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads and completed without further issue.